Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing found no indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead had exhibited high impedance measurement. The physician elected to remove and replace the rv lead. The patient was in stable condition throughout.